Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced to high blood glucose with blood glucose of over 600 mg/dl. Customer stated that insulin pump had insulin flow block alarm. Customer stated that high blood glucose due to no delivery. Customer was declined troubleshooting. Customer stated that customer was at the hospital because they worked in the hospital. The insulin pump will not be returned for analysis.